Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. As the customer did not supply the lot number of the access accutni+3 reagent in use at the time of the event an expiration date could not be determined. Initial reporter: the full address of the initial reporter is (B)(6). As the customer did not supply the reagent lot of the access accutni+3 reagent in use at the time of the event a manufacture date could not be determined. The access accutni+3 reagent was not returned for evaluation. Service was not dispatched for this event. In conclusion, the cause of the event cannot be determined with the available information. (B)(4). All associated mdrs: 2122870-2015-00105, 2122870-2015-00106.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer then analyzed a second sample from each of the patients and obtained lower results within the normal reference range of the assay for both of the patients. The initial elevated results were released from the laboratory. There was a report of a change in patient treatment associated with this event as the patients were admitted to the hospital in association with the elevated troponin I (access accutni+3) results obtained. MDR 2122870-2015-00105 will address the results for patient 1 that occurred on (B)(6) 2014. Quality controls (qc), calibrations and system check parameters were not supplied for this event. The patients' initial samples were collected in serum tubes with gel separators. The second samples analyzed by the customer were collected in heparinized plasma tubes with gel separators. Centrifugation time and speed were not supplied by the customer for this event.